Manufacturer narrative:
(B)(4). Physio-control was informed by the customer, a school nurse, that she went onsite and was unable to duplicate the reported issue. The device was returned to use and will be monitored. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
It was reported that the customer¿s device would not provide any voice prompts. Without voice prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with the reported event.